Event description:
In a journal article, the investigator reported a pt experienced a posterior capsule rupture with dislocation of lens in vitreous during a cataract procedure. Subsequently, the pt underwent a pars plana vitrectomy. It is stated that the capsule rupture is the most frequent complication that occurs when learning phacoemulsification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).